Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an inaccurate value into the bolus menu and delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. The customer drank some juice to address bg. This event did not cause an injury. Recommendation was made to consult with healthcare provider regarding diabetes management.